Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted lifescan (lfs) on behalf of the patient, alleging the onetouch ping meter is giving inaccurate high readings in the ¿400s mg/dl¿ compared to feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccurate high readings began at the beginning of the (B)(6) 2013. The reporter reported that a few weeks ago at 9 pm, she tested the patient in the 400s mg/dl on the subject meter and treated the patient with 0.7 unit of novolog insulin. About 30 minutes later, the reporter noticed that the patient was not acting herself. She reportedly was cranky, fuzzy, and did not want to play. She immediately tested the patient with another meter and got a result in the ¿60s mg/dl.¿ the patient¿s insulin pump was immediately suspended while the patient was treated with glucose gel. Within a few hours, the patient tested above 100 mg/dl. On another occasion, the patient tested on the subject meter in the 300s mg/dl. The patient was not treated based on the reported reading. The patient was tested on another meter and got a normal reading of ¿170 mg/dl.¿ during troubleshooting, control solution result tested within the acceptable range. This complaint is being reported because the patient required treatment suggestive for hypoglycemia after the patient took insulin based on alleged lfs high reading.

Manufacturer narrative:
Follow-up # 2 ¿ (04/03/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.